Event description:
It was reported that a patient presented with over-sensing of noise noted on the patient's right ventricular (rv) lead. The rv lead was explanted and replaced on (B)(6) 2023. The patient was recovering and no additional patient consequences were reported.

Manufacturer narrative:
The reported event of oversensing noise was not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damages found is consistent with procedural damage. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found two external insulation abrasions breaching the optim sheath only at the proximal region of the lead with intact silicone insulation beneath. The cause of external insulation abrasion is consistent with friction to device can.